Event description:
It was reported that a sensor broke inside the customer's body. The customer was called for more info, and he stated that he was able to remove the sensor from his body. The customer stated that the issue has not happened again, and everything is fine at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.